Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate with multiple cartridges. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 140 mg/dl.